Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 3.2 mmol/l and 10.3 mmol/l; 3.2 mmol/l and 8.0 mmol/l. The comparisons were performed approximately 2 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).